Event description:
It was reported in an article in neurosurgery that the patient suffered a subarachnoid hemorrhage post stent deployment in the middle cerebral artery with a small temporal hematoma. No other information was provided.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Subarachnoid hemorrhage is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in an article in neurosurgery that the patient suffered a subarachnoid hemorrhage post stent deployment in the middle cerebral artery with a small temporal hematoma. No other information was provided.

Manufacturer narrative:
Literature: costalat et al, neurosurgery 2010: 67(6); 1505-15 - attachment: [2939204-2010-01129_maldonado_neurosurgery_dec2010.pdf].